Event description:
In 2009, the patient's daughter reported the patient received occlusions on her insulin infusion device and discontinued pump therapy two days prior. She said the patient's blood glucose had elevated to the "400's , 500's" mg/dl since being off of pump therapy for 2 days. No symptoms were specified and she said the patient treated her readings via insulin injections. She "changed everything" including the infusion set and battery prior to the report. To troubleshoot, the patient's daughter was instructed to prime the infusion set tubing, which she did without error. The patient's headset was changed and she was able to connect to her infusion device without error. On follow up with the patient four days after the original date, she stated she had another occlusion yesterday and she disconnected from her infusion device. She stated, "I think I'm getting too old to manage it." She said her blood glucose last night was 440 mg/ml, which she treated by giving herself a 10.0 unit injection of insulin. This morning, her blood glucose was still in the 400's mg/dl. Her daughter assisted her in reconnecting to her device, and it is currently functioning properly. A request for additional training was submitted and the patient was advised to contact her healthcare professional for advice on pump therapy. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.